Event description:
False positives on recalled pilot covid antigen self-tests. This happened with 3 tests in lot 53k38n5t1 (which is now part of the recall). My husband and I got a very faint positive. We were testing because we had been potentially exposed to someone later diagnosed with covid. We had no symptoms at all. We both tested again with a different brand and were negative. My husband who had greater exposure got a pcr test to make sure he was negative and he was. We had no illness as a result of using the pilot tests. Reference reports: mw5117530, mw5117531.